Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The pump was received with cracked case at display window corner, reservoir tube, reservoir tube lip, broken belt clip slot, minor scratched display window and stained end cap sticker. No damage was found on battery tube assembly. (B)(4).

Event description:
The customer reported via phone call of red corrosion on the bottom of the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the corrosion is at the bottom of the battery compartment on the casing. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.